Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of the sensor pod, the coordinator stated that the sensor wire remained at site of insertion. The sensor wire was pulled out of skin by the coordinator. The coordinator did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)